Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe was broken. The following information was provided by the initial reporter, translated from japanese to english: "the switch-like component with which the plunger rod was pushed was broken."

Manufacturer narrative:
Medical device expiration date :unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 12-jul-2022. H6: investigation summary: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 1095010. Customer states that the plunger cap was broken. The returned syringe was examined and exhibited a crushed plunger cap and a broken thumb press on the plunger rod. A review of the device history record was completed for batch # 1095010 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure (crushed plunger cap, broken thumb press). A definitive root cause cannot be determined.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe was broken. The following information was provided by the initial reporter, translated from japanese to english: "the switch-like component with which the plunger rod was pushed was broken."